Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for right tibial diaphyseal fracture. After inserting a nail by suprapatellar approach, a nurse tried to detach the aiming arm and an insertion handle, but they were not detached. Immediately after surgery, the sales rep detached them in the unclean area and found the connection part, where the hook of the quick connection, had been broken. The broken fragment was missing. All waste materials used in the surgery, including the covering cloth, were removed from the disposal trash can and checked 3-4 times, but the sales rep and nurses could not find the broken fragment. The sales rep reported to the surgeon that the broken fragment was not found, but the surgeon commented that the broken fragment was within the wound was physically unlikely. The nurse said that he/she had been checked the engagement between the aiming arm and the insertion handle carefully because the engagement of the connection part was important to use when you use those products. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) unknown - handles: trauma this is report 2 of 2 for complaint pc (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Additional narrative: 510k: this report is for an unknown trauma handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.